Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: screening device. (B)(4).

Event description:
Information was received from a basic evaluation trial patient. The patient reported that their wires had come loose. It was indicated that no actions or interventions were taken to resolve the issue and that the issue was not resolved at the time of report. No patient symptoms or further complications were reported or were expected.